Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported motor error alarm. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to perform displacement test, rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test due to no button response due to corroded keypad traces. Unable to verify motor error alarm due to no button response. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked case at reservoir tube window corner.